Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap urological procedure, the valve was broken off and fell into the patient. The fallen part was retrieved soon. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that there was no sense of being caught in inserting and removing the forceps through the device.

Manufacturer narrative:
(B)(6). Batch # n9125f. The analysis results found that the 2b12lt device was returned with the seal damaged; the piece of the seal was not returned. Upon visual inspection, in order to evaluate the condition of the universal seal, the damage was confirmed; in addition, the seal was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.